Manufacturer narrative:
Device was received with corrosion observed on the pcb assembly, linkage assembly, and mechanism rails. During the investigation, an internal leak was found in the fluid path due to a tear in the unexposed portion of soft cannula. This leak caused fluid to accumulate in the pod and resulted in the observed corrosion. Fluid leaking from the intended fluid path is confirmed to have caused improper insulin delivery. Fluid was also observed leaking from a tear in the exposed portion of the soft cannula. It could not be conclusively determined when or how this damage occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose (bg) read "high" (>27.8 mmol/l) (>500mg/dl). The pod was worn on the patient's arm for between 36 and 48 hours. As treatment, a new pod was applied.